Event description:
It was reported by service report that the power cord that goes to the 110 volt outlet was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing the ground prong.